Event description:
The customer reported the system displayed a communication error during procedures. The system had to be rebooted in order to regain functionality. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The generator interface board, batteries, and the interconnect cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.